Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced erosion of her internal body tissues by the obtape sling, including erosion through the walls of her vagina. No other info is available.